Event description:
Related to MFR report # 2183959-2012-02771. On or about (B)(6) 2007, the plaintiff was implanted with an ams sparc sling with the intension of treating her for pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that, "after, and as a result of the implantation, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily issue, dyspareunia, hardening, and other injuries." It was also alleged that the, "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and "was injured in her health, strength, and activity, sustaining injury to her person."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.